Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, a new cartridge was loaded and a minimum fill message occurred. The customer's blood glucose level was 302 mg/dl. Reportedly, the customer had alternate insulin therapy available for diabetes management.